Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had previously been programmed off as the patient was in hospice care. However, the device recently eroded through the skin and the entire system was then explanted. The patient was also treated with intravenous antibiotics. No additional adverse patient effects were reported.